Manufacturer narrative:
Device-a: endopath thoracic endoscopic linear cutter with safety lock: based upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not cut " during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated.

Event description:
It was reported the ez45g was used during a video assisted thoracic surgery with wedge resection. It was reported by the affiliate the instrument would not cut the tissue. This happened with two devices. There was no consequence to the pt.